Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon was using the prograsp regularly for mobilizing the right colon and retracting fat away from the kidney. Approximately 2 hours into the surgery, he asked the first assistant to extract the instrument for cleaning. The surgeon straightened the wrists and opened the instrument tips for a safe extraction; this was double checked with or staff. Fa couldn¿t successfully extract the instrument, it did not pass through the cannula, she said it felt stuck. She tried inserting it again to see under camara what was wrong, the instrument wrists mechanism was ¿dislocated¿ (see picture). She then undocked the arm (instrument was already free from the carriage), took the cannula out with the instrument and docked the arm again. No fragments fell into the patient; no damage was done to the patient. Instrument was instantly exchanged and surgery continued. This instrument is part of latest recall notice and the hospital was properly notified on 21 jan 2026. However, they dismissed the notice and this event occurred on 24 jan 2026. No RMA will be issued ¿ as the distributor of the instrument remains unknown. The procedure was completed with no reported injury. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the image shows a dislodged grip tang that also appears to be bent outwards.